Manufacturer narrative:
(B)(4). The customer reported 12 lead ECG failed on a pt. There was no reported adverse pt impact. The philips bench repair evaluated the device and no trouble was found related to the 12 lead ECG failure. The ECG cables were scrapped by the customer and not available for evaluation. The device passed all performance assurance testing and was returned to the customer.

Event description:
The customer reported 12 lead ECG failed on a pt. There was no reported adverse pt impact.